Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/13/2018 that on (B)(6) 2018 the patients trend arrows are giving the wrong readings. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and confirmed the complaint. Receiver functional tester: passed all relevant testing. The reported event was confirmed via product. A probable cause could not be determined via product.